Manufacturer narrative:
E1 - initial reporter phone has an extension # (B)(6). Received six (6) used list# d1000, tego¿ connector, appx 0.05 ml; lot# 14363688. All 6 samples were observed to have a torn seal. The reported complaint of a torn seal could be confirmed. The returned samples were observed to have a torn seal. The probable cause tego connector was found to be ruptured is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego¿ connector. The customer reported the following. The tego caps should be changed every week. However, for some time now, the sleeves have been weakening very quickly and should be changed sooner. Sometimes they have to change caps twice during the same treatment. This causes an increase in delays as well as an increase in costs. Additional comments were added by the customer, and they are as follow. The tego plugs have been present for a long time, almost 1 year. The problem was frequent every day. No damage to patients. Increase time since they have to change the caps more than once a week. There was patient involvement but no patient harm.